Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had alarmed, displayed a red screen with triangles, and showed the code 45520 004. Per reporter, troubleshooting was unsuccessful, and the pump continued to alarm on power up. The patient was redirected to the infusion center. No patient harm/adverse event was reported.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.